Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) female patient who received super poligrip original denture adhesive cream ((B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip. At an unknown time after starting super poligrip, the patient experienced neuropathy, numbness of upper extremities and numbness in hand. This case was assessed as medically serious by gsk. Treatment with super poligrip was continued. At the time of reporting, the events were unresolved. The manufacturer's report number for this case is 9681138-2010-00280. Super poligrip is manufactured in (B)(4). The lot number for this product is known; however it is unknown whether the product will be returned for quality assurance testing. (B)(4).